Manufacturer narrative:
Vyaire file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has blank screen. At this time there was no information of patient involvement reported with this event.

Manufacturer narrative:
"Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: exact issue not determinable. No logs provided by the customer nor any feedback after the initial contact with the technical support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available." Correction: d4:corrected UDI information. H4:corrected device manufacturer date.